Manufacturer narrative:
Specific employee information with regard to age and weight were not provided. The employee was not wearing gloves at the time of the incident and had experienced the symptoms immediately after contact with the solution. The employee washed her hands continuously throughout the day and applied a prescription ointment (rx silver sulfadiazine) which was readily available in their office for treatment of the symptoms. The symptoms subsided within two (2) days. To date, the employee is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.

Event description:
A doctor's office alleged that two (2) employees had experienced a reaction with symptoms of a burning sensation and whitening of the skin on their hands after having moved a leaking container filled with compliance solution. This is the first of two (2) reports.